Event description:
This is a spontaneous case report received from a consumer in united states on 02-mar-2016. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2011, for permanent contraception. She reported that in (B)(6) 2015 she had a stroke. She was pregnant, (B)(6) gestational age at the time of the report. In (B)(6) 2016 ultrasound confirmed essure inserts in place. Essure was not removed. Follow up information received on 07-mar-2016 from consumer: she reported she was in the hospital for over a month and she was given a drug called tpa (tissue plasminogen activator), which she stated is a miracle drug to reverse the stroke. She also reported she has a lawyer. Follow-up information received on 18-apr-2016: ptc result. Ptc global number (B)(4). Quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Follow up 13-jun-2016: legal claim was received from lawyer on behalf of plaintiff. Essure was inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, dental problems and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at a hospital but was unable to resolve her symptoms. Her treating physician subsequently informed her that one of her essure coils had migrated out of her fallopian tube. As a result of her constant pain and suffering, her doctor recommended that she undergo surgery to have the essure coils removed. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 21-jun-2016: no major changes were provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed and legal (legal claim received) case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant approximately 4 years later. She also reported a stroke and she was in the hospital for over month. She also experienced severe pain / chronic pelvic pain and it was reported that essure coils had migrated out of her fallopian tube. As a result of her constant pain and suffering, her doctor recommended that she undergo surgery to have the essure coils removed. Only stroke is unlisted event in the reference safety information for essure, the other events are listed. In the present case, an hsg (hysterosalpingogram) test was performed shortly after essure insertion which result showed coils were properly placed. Ultrasound done at gestational age of approximately 2 months showed essure inserts in place. Since the pregnancy occurred approximately 4 years after essure placement, a contraceptive failure cannot be excluded. Considering that pelvic pain may occur and that there is a risk that the device could move out of fallopian tubes, causality between these events and suspect insert cannot be excluded. Considering the pathophysiology of the event stroke and the local effect of essure in the fallopian tubes, causality between this event and suspect insert can be excluded. This case was upgraded to incident since surgical intervention will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 21-jun-2016: no major changes were provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed and legal (legal claim received) case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant approximately 4 years later. She also reported a stroke and she was in the hospital for over month. She also experienced severe pain / chronic pelvic pain and it was reported that essure coils had migrated out of her fallopian tube. As a result of her constant pain and suffering, her doctor recommended that she undergo surgery to have the essure coils removed. Only stroke is unlisted event in the reference safety information for essure, the other events are listed. In the present case, an hsg (hysterosalpingogram) test was performed shortly after essure insertion which result showed coils were properly placed. Ultrasound done at gestational age of approximately (B)(6) showed essure inserts in place. Since the pregnancy occurred approximately 4 years after essure placement, a contraceptive failure cannot be excluded. Considering that pelvic pain may occur and that there is a risk that the device could move out of fallopian tubes, causality between these events and suspect insert cannot be excluded. Considering the pathophysiology of the event stroke and the local effect of essure in the fallopian tubes, causality between this event and suspect insert can be excluded. This case was upgraded to incident since surgical intervention will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.